Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut and no sharp objects were present during the procedure, however the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. Review of the device history record for the finished good indicated that this batch of product was processed without incident. Review of the device history record for the involved adjusting suture indicated that there were no anomalies in the release lot. Further, a review into the depuy mitek complaints system revealed 2 other similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that during an acl reconstruction surgery at (B)(6) hospital, dehradun today being done by dr.(B)(6), a rigidloop adjustable(cat no.232447) with lot no. L179528 and expiry 2019-10-31) was used. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel(whose length was 30 mm), the white loop shortening suture was being pulled, it broke. The graft pulled down through the tibial tunnel. The surgeon used a fixed loop-rigidloop 15 mm which was available in the set of implants available instead and only 10 min was wasted in the procedure. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The implant could be retrieved with ease by putting a small nick on the skin on the femur. The following additional information was received via email by mitek complaints on 08-04-2017: the surgeon used hands using rolled up sponge.